Event description:
The representative for the site reported while he was on site for another issue, the customer stated they had problems the week prior getting racks inserted. He checked some boards and noted what appeared to be blackened or burnt components on the cassette rack indicator board (pcb) and sample rack indicator board (pcb). The actual date the incident occurred was unknown. There were no injuries reported and the lab personnel reported no unusual burning smell or smoke. No patients were involved in the event. The representative replaced the boards.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but could not be provided. Based on the provided photographs, the investigation determined a resistance is located at each blackened areas on the pcb cassette rack indicator. An electrical short-circuit was the most probable root cause. There was no imminent danger of a fire and all parts are ul rated accordingly.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.